Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported powering off without user input which was reproduced. The malfunction was found to be caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement associated with this event. No additional information is available.